Manufacturer narrative:
Retainer ring = black. The customer returned insulin pump for alleged pump error 63 found on (B)(6), 2021. Insulin pump alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3 on (B)(6), 2021 16:58 and 17:12. Pump error 63 was due to broken trace keypad assembly pin6 on keypad assembly and loose solder joint. Insulin pump successfully downloaded to thus. Insulin pump passed the displacement test. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked battery tube threads, serial label damage, corroded battery tube and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace was found on the keypad assembly pin 6 keypad assembly as well as a loose solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated rewind was ok and they performed self test and it was no, hardware low level failure alarm reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.